Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, the outer cannula of the device failed to fire. It was further reported that the firing button was slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows the one maxcore device in backside position with the needle protector and yellow guard not attached properly and kept in the unsealed package. The second photo shows the product labelling information which does match and verifies with tw details. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, the outer cannula of the device failed to fire. It was further reported that the firing button was slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injury.